Event description:
Reporter indicated that pt had some swelling around the generator site approximately one week post-implant. Stimulation was initiated at the time of implant. The pt was on IV antibiotics, had a CT scan, and had blood work performed; however, no evidence of infection was noted. The size of the area of swelling was approximately 4" by 4", and 1" in depth. The family member reported periodic brief crying spells. The device did not appear to have migrated and was not protruding through the skin. Physician programmed device to off to see if that would alleviate the problem. It was later reported that in 2001 the pt was brought in to surgery to drain an abscess that developed at one of the stitches on the cervical incision. The abscessed area was very small and very circumscribed to the area. The abscess was drained and the area was irrigated. The surgeon also attempted to aspirate the area behind the generator. No fluid was aspirated from this area. The normal mode test in the operating room indicated a dc-dc code of 0 and the lead test indicated a dc-dc code of 2. Antibiotics were prescribed as a prophylactic. The device remained programmed to off. It was later reported that the patient had developed another abscessed area on the cervical incision and the device was explanted as a result.